Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent procedure utilizing a meniscal repair device on (B) (6) 2010. During the procedure, the trigger on the device could not be pulled and therefore the implant would not deploy. There was no delay to the procedure or injury to the patient as a result.